Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and shocking lead exhibited an increase in shock impedance measurements from 60 ohms to 158 ohms over the last two and a half years. It was noted that it had been a slow increase. The physician believed that he saw insulation damage near the suture sleeve with an impending fracture, but was not certain. A revision procedure was performed and the physician checked connections and setscrews and found no issue. The right ventricular (rv) lead was laser extracted and replaced. The ICD remained in service and no additional adverse patient effects were reported.